Event description:
Review of a vns pt's device programming history revealed that the device was programmed to unintended settings at a follow-up visit on (B) (6)2004. The settings corresponded to that of a system diagnostic test which usually occurs following an interrupted system diagnostic test. A final interrogation was not performed at the end of the office visit on (B) (6)2004 to verify device settings. An interrupted system diagnostics test most likely occurred that led to the pt's device being programmed at incorrect settings. The pt's device was programmed back intended settings on (B) (6)2004.